Event description:
Health professional reported a port leak. The port was replaced, and the explanted device will be returned. The pt had complained of pain and swelling in the area of the port, and fills were unsuccessful.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 28/aug/2009. The reported of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of pain as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1 % of subjects included: ..., abdominal pain, hernia, incisional infection, infection, ..., fever, chest pain, incision pain,..., abnormal healing,..., port site pain, .. And wound infection."